Manufacturer narrative:
Paramedics were called to the scene of the alleged incident. The paramedics at the scene repaired the unit and the unit is working properly.

Event description:
Alleges one wheel fell off and user was thrown from chair.